Manufacturer narrative:
The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2011, the patient was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that images from (B)(6) 2012, revealed a type ii endoleak was present. On (B)(6) 2013, the patient underwent a reintervention for a type ii endoleak at the lumbar vessels level, there was sac expansion due to embolization. The reintervention was aborted due to mechanical failure and a digital subtraction angiography (dsa) was carried out at that time.

Event description:
On (B)(6) 2011, the patient was implanted with three gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported on (B)(6) 2012, the patient underwent a reintervention for a type ii endoleak at the lumbar vessels level, there was sac expansion due to embolization. The reintervention was aborted due to mechanical failure and a dsa was carried out at that time. Images from (B)(6) 2012, revealed a type ii endoleak present.